Event description:
A report was received that the patient underwent an explant procedure due to ineffective therapy. The ipg and paddle lead were returned to bsn for evaluation. Product evaluation for the ipg revealed that the analog ic was damaged. The ipg could not be charged and communication could not be established. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual 9055940-001), however, electrocautery was not used during the explant procedure. The root cause of the aic u1 anomaly is unknown.

Manufacturer narrative:
.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50, serial#: (B)(4), model description:artisan surgical lead with platnalock technology - 50cm. Device evaluation indicated that the lead was cleanly cut approximately 7 inches from the paddle end of lead. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient underwent an explant procedure due to ineffective therapy. The ipg and paddle lead were returned to bsn for evaluation. Product evaluation for the ipg revealed that the analogic was damaged. The ipg could not be charged and communication could not be established. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual 9055940-001), however, electrocautery was not used during the explant procedure. The root cause of the aic u1 anomaly is unknown.